Event description:
A hospital in (B)(6) reported via a distributor that the white connector of an rt100 adult breathing circuit was missing and cannot be found within the circuit kit package. This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt100 adult breathing circuit was visually inspected for a missing white connector. Results: the investigation confirmed that one of the connectors attached to the dry line tube was missing. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that one of the dry line tube connectors was omitted during the assembly process. The new standard operating procedures (sops) have been put in place to assist the operators on the production line to correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B)(4).